Manufacturer narrative:
The investigation determined that higher than expected b-hcg results were obtained from a non-vitros (biorad) qc fluid when tested using vitros b-hcg lot 3150 on a vitros xt7600 integrated system. The most likely cause of the event is an instrument related issue. The customer observed kinks in the pre and final well wash tubing. The pre and final well wash tubing was replaced and an ortho field engineer (fe) also replaced the erf and iwf tubing. Following ortho fe service actions, a post-service diagnostic precision test demonstrated acceptable performance of the vitros xt7600 integrated system and post-service vitros b-hcg results from biorad qc fluid testing were within acceptable guidelines. The issue was isolated to the one vitros xt7600 integrated system (s/n: (B)(4) and there were no issues with the vitros b-hcg results from biorad qc testing on the customer¿s other vitros xt7600 integrated system. Reporter email: (B)(6).

Event description:
A customer observed higher than expected b-hcg results from a non-vitros (biorad) qc fluid when tested using vitros b-hcg lot 3150 on a vitros xt7600 integrated system. Biorad lot 85231 level 1, vitros b-hcg lot 3150 results of 9.600 and 9.420 miu/ml versus the customer¿s estimated baseline mean of 5.2 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros b-hcg results were obtained when the customer was processing a non-patient fluid. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).